Manufacturer narrative:
The returned device analysis confirmed the reported gripper line break. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and a definitive cause for the reported gripper line break cannot be determined. There is no indication of product issue with respect to manufacture, design or labeling.na

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the gripper line break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. The clip delivery system (cds) was advanced and placed on the mitral valve. The clip was repositioned after the first grasping attempt when it was noted the gripper line broke. The clip was not implanted and the cds removed. A second cds was placed however the gradient increased to 8mmhg. The clip was repositioned several times however the gradient was too high therefore the clip was not implanted and the cds removed. A third clip was able to be implanted, reducing mr to 1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.